Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with health professional and company representative as report sources, and with the implant date, but these were not reported. Also, the lot number was documented correctly in the file, but it was not reported accurately, so it has been corrected for this report. Multiple follow up attempts were made with the consumer to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The consumer was able to provide new patient and procedural information, which was updated in the appropriate sections.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information: the patient scheduled a removal procedure approximately three months after the marker was implanted due to the alleged reaction. Reportedly, the reaction stopped after the removal procedure was completed.

Event description:
It was reported that after placement of a breast tissue marker patient is experiencing systemic issues. There was no patient injury reported.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. The current senomark MRI ultracor breast biopsy marker instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.